Event description:
The product was applied durwing a face lift. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported that no pt injury occurred.